Event description:
Device has been explanted.

Event description:
Healthcare professional reported "ruptured implant" this is for the right side device. Device has been explanted.

Event description:
Healthcare professional reported, "ruptured implant". This is for the right side device. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported "ruptured implant" this is for the right side device. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.